Event description:
It was reported that during a hand assisted laparoscopic partial colectomy, the blue iris valve tone. Another device was used to completed the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.